Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the device and therapy had not worked since the first year it was implanted in 2010. It felt like it was broken up inside. The system was ¿bumpy¿ and the patient felt the wires snap. These issues had occurred in the last 2 years. The patient had fallen 10 times over the last few years. The patient did not have a managing health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.